Manufacturer narrative:
Concomitant medical products: product ID: 306001, lot#: unknown, implanted: (B)(6) 2021, product type: screening device. Product ID: 309201, lot#: unknown, implanted: (B)(6) 2021, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown; product ID: 309201, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. The trial began (B)(6) 2021. It was reported that the patient had gone to the hospital to have their catheter removed, and also stated that they had been constipated and took three laxatives to have a bowel movement. They felt like there was movement with their leads when they bent or reached for items. Later that day, they reported they were concerned they could only go a little bit, and their bowels were still backing up, so then their constipation would not allow them to void. They were constipated and were going to be talking to their doctor that day to see what they thought.